Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed a new sensor session during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.